Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 255cc and experienced capsular contracture baker grade iii on the left side post-operatively. As a result, the patient underwent removal and replacement with an unspecified saline device on (B)(6) 2022.

Manufacturer narrative:
On jun 29 2022, additional information was received indicating the patient also experienced bilateral ptosis. The replacement devices were identified as mentor gel breast implants (serial numbers (B)(6). This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 3, 2022, the mentor failure analysis lab received the device for evaluation. On jun 9 2022, additional information was received indicating the patient's date of birth is (B)(6) 1986. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth moderate high profile xtra, 255cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).